Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device was difficult to unload - the cartridge was not coming out and it was not able to fire. Another reload was used in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the returned first product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Visual inspection of the second returned product noted that the second reload was fully fired. Microscopic evaluation noted that the second reload had damage to the cutting edge of the knife blade. Functionally the reloads were loaded into a pmv instrument, the interlocks were overridden, and the first reload was applied to test media with proper staple placement and media transection and second reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.